Manufacturer narrative:
The device was requested for investigation, but not yet received. Investigation results will be reported in a f/u report.

Event description:
It was reported that: during normal use, the device started to emit smoke by the rear side, and there was a burnt smell. After that, the device was switched off immediately.